Event description:
In 2002, patient's blood glucose (bg) was 253 mg/dl. Approximately 1/2 - 1 hour later, the patient's bg was "lo" (below 30 mg/dl), followed by 31 mg/dl. Patient was taken to the hospital where the bg was 81 mg/dl. Patient was admitted to the hospital for 5 days. Patient did claim that their diabetes has been out of control and blood pressure is up. The blood glucose meter (bgm) was not coded correctly to the bottle of test strips. The assure ii bgm is new meter for the patient due to a recent switch from a different meter which patient had problems with.